Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The cause of the ins migration was due to patient activity. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) and a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the ins was protruding, had been migrating, and was moved or adjusted by a healthcare professional two or three times. The patient clarified it to be only one time when asked for an event date. No further complications were reported. Follow up was conducted.